Event description:
It was reported to philips that there is a screen drift issue. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
This is a corrections for MFR report number 3003832357-2024-00683. Date due and date received updated to reflect the sad.

Manufacturer narrative:
This is a corrections for MFR report number 3003832357-2024-00683. This was an emergent issue discovered at bench, not with the customer. Health impact code updated.